Event description:
According to the reporter: the patient alleged injury. She continues to have recurrences of the original problems, pain, bleeding, infection, lower abdominal pain, bowel problems, painful intercourse, urinary problems, and emotional conditions.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4).